Event description:
It was reported that insyte-w winged gn 18ga x 1.16in leaked during use. The following information was provided by the initial reporter: patient was being reperfused on the day of the incident. I put in the catheter, plugged in my infusion line and when I turned on, I saw a large amount of blood flowing through the catheter. The blood was slit along the length between the wings of the device.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte-w winged gn 18ga x 1.16in leaked during use. The following information was provided by the initial reporter: patient was being reperfused on the day of the incident. I put in the catheter, plugged in my infusion line and when I turned on, I saw a large amount of blood flowing through the catheter. The blood was slit along the length between the wings of the device.